Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 458 mg/dl and current blood glucose was 226 mg/dl. The customer declined troubleshooting for high blood glucose. The customer also stated that, the customer had multiple insulin pump errors. It was unknown that auto mode was used or not. Did self test and which did not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information related to auto mode. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.